Manufacturer narrative:
A product sample was received and is awaiting evaluation and investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. UDI number and operator of device are unknown, no product information has been provided to date.

Event description:
It was reported that the device was showing disposable error. No led was turning on. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
The device was returned in poor physical condition e.g. Very dirty, front cover cracked, corroded quick connect, discolored line cord, and water tank cover cracked. Functional testing was performed. The reported problem could not be repeated; the complaint was not confirmed. The root cause was undetermined. Damaged components were replaced. Preventive maintenance was completed. A manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device.